Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line connected to a one link needle free IV connector could not be flushed. The reporter stated they were not able to infuse fresh frozen plasma (ffp) via an unknown peripheral IV (piv) connected to a one link connector. The user then attempted to flush the piv and it did not flush. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.